Manufacturer narrative:
Follow-up #1 date of submission 04/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2012 with the following findings: a review of the pump settings revealed that all user basal programs are cleared and show zero in all four available profiles. There are no alarms related to the complaint observed in the alarm history. An ezprime operation was performed with no difficulties and the units remaining were correctly calculated and recorded to the pump history during testing. A review of the black box indicated time/date resets greater than 24 hours, resulting in the total daily dose history being inaccurate. The pump was exercised for 29 hours and was found to be delivering accurately. Unrelated to the complaint, evaluation revealed a scratched display lens, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that the advanced features and the programmed basal settings on the pump had cleared after a battery change and needed to be reset on multiple occasions. During troubleshooting the pump on (B)(6) 2012, the hcp was reportedly unable to view the correct basal rates and the advanced features on the pump. The reporter stated that when she reviewed the history settings on the pump on (B)(4) 2012, the basal and bolus settings were reported to be 0.0 units. The reporter alleged that there were several dates that were not recorded in the pump and were 'skipped.' Customer support (cs) instructed that the patient discontinue the use of the pump and to contact the hcp for a backup a plan and to obtain the current list of the pump settings. The patient stated that she obtained the current list from the hcp on (B)(6) 2012. This complaint is being reported because settings being cleared from the pump without user intervention can result in inaccurate insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.